Event description:
Screams were heard from patient's room. Upon entering patient was on the floor in left sims position. She was crying and said that she "went to roll over and bumped the side rail and it collapsed". Patient reports hitting her head. Doctor examined patient, and reports no visible injury and ordered a CT of the head. Patient already had orders for an MRI of the back. 2mg morphine were given per doctor's orders.